Event description:
Related manufacturer reference number:2017865-2024-03627. Related manufacturer reference number:2017865-2024-03628. It was reported that the patient had been admitted for a fall of unknown origin. Upon review it was discovered that the right ventricular lead exhibited non-capture. Programming changes were performed while awaiting procedure. During the procedure, it was noted that a small pocket at the medial end of the wound site demonstrated that it may have allowed bacteria into the pocket. The entire system was explanted. There were no patient consequences.